Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens ripped into pieces when injected into the eye. The lens was removed from the eye. Patient injury is unknown. Further information was requested, but none forthcoming. If additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic plate and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.